Manufacturer narrative:
The device was not returned, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of a transcatheter bioprosthetic valve a peripheral pseudoaneurysm was noted and was treated surgically treated. The cause of the pseudoaneurysm was unreported. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.